Manufacturer narrative:
Reference e-complaint(B)(4). Investigation: x-review DHR, x-inspect returned samples. Analysis and findings the complaint unit, serial #(B)(4), was manufactured in (B)(6) 2017 and shipped in (B)(6) 2018. A review of the 2 year complaint history for the wallach ultra freeze, item #900076, shows one similar reported complaint conditions. The DHR-900076-220870 was reviewed and no non-conformities were noted in the production of the wallach ultra freeze, serial #(B)(4). Repair order 91503 notes: per customer: freezes open. Confirmed complaint. Bad main valve seal. Replaced valve seal. Tested ok to form-prod 282. The complaint was confirmed. As per repair tech, most likely this was due to a defective valve assembly. The definitive root cause for this complaint condition cannot be reliably determined, the potential root cause can be attributed to faulty component. This issue has a low rate of occurrence on units this new. It should be noted that all wallach ultra freeze units are tested 100% prior to release. Coopersurgical will continue to monitor this complaint condition for trends. Correction and/or corrective action: none. This is not an assembly issue. No further training is required at this time. Coopersurgical service and repair team replaced valve seal on the wallach ultra freeze. Product was repaired and returned to the customer. No further corrective action is required at this time. Preventative action activity: the complaint was reviewed. Cooper surgical will continue to monitor this complaint condition for trends. Was the complaint confirmed? Yes.

Event description:
Customer reported "freezes open & nitrogen continuously comes/sprays out". Reference repair order (B)(4).

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. Once the investigation process is completed a follow-up report will be filed. (B)(4).

Event description:
Customer reported "freezes open & nitrogen continuously comes/sprays out". Reference repair order 91503. (B)(4).